Event description:
It was reported that there was a problem with the plunger travel test. When preventative maintenance was performed the device indicates a rate error. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history identified the complaint was not related to a previous service of the device within the review period. The reported problem with motor rate error was verified from alarm history. The motor rate error was verified and duplicated by motor drive test. The worm coupling, worm gear and position pot were replaced to resolve this issue.